Event description:
New information notes the patient was asymptomatic. The oversensing was determined to be due to myopotentials. Programming changes were not recommended at this time.. The patient was to be closely monitored remotely.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non sustained right ventricular over-sensing was observed on the implantable cardioverter defibrillator. The patient was stable.